Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event at the site on (B)(6) 2026 which led to tape not sticking issue. The infusion set was in use for couple of hours after it was inserted. No further information is available.